Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes, one tube was cracked. No patient impact reported.

Manufacturer narrative:
Additional information was added- d4. Medical device lot #: 3146563 h.6 investigation summary material #:367955 lot/batch #: 3146563 bd had not received samples, but three (3) photos were provided for investigation. The photos were reviewed and the indicated failure mode for cracked tube was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of cracked tube was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of cracked tube. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10

Manufacturer narrative:
D4. Medical device lot#: unknown d4. Medical device expiration date: unknown e1. Initial reporter phone (B)(6) h.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. H4. Device manufacture date: unknown.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance plus blood collection tubes, one tube was cracked. No patient impact reported.